Event description:
It was reported that the handles of two cayman anterior torque limiting handles were "broken" and did not torque properly intra-operatively. Upon receiving additional follow up information, it was reported that while using the torque handles, two cayman screws passed through two cayman plates. The procedure was completed successfully with a 20-minute surgical delay. This report captures the second of two cayman plates.